Event description:
The customer returned the product for a bubbled downstream occlusion (dso) seal, and during physical inspection it was found that the upstream occlusion (uso) seal and dso seal were delaminated. Additionally, the rear label was damaged. After investigation the results indicated a reportable malfunction due to the delaminated dso and uso seals, and damaged rear label. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal and delaminated upstream occlusion (uso) seal. Additionally, the rear label was found damaged. After investigation the results indicated a reportable malfunction due to the delaminated dso and uso seals, and damaged rear label. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, uso seal, and rear label, and updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair confirmed through validation with the dso/uso sensor test.